Event description:
The customer reported to olympus that the evis exera iii video system center was producing scope communication error codes e216 and b30. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
While troubleshooting with olympus technical assistance center, the customer confirmed they did not have a light source cleaning kit. The customer was then advised to clean the electrical contacts, and after wiping them with isopropyl alcohol, the errors were resolved. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.